Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this report and completed the device evaluation. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable location was relative to the thermal damage at the bipolar yaw pulley.

Event description:
The fenestrated bipolar forceps instrument was an incidental return included with a related complaint. No allegation was made against this product. There was no report of patient harm due to this event. The site confirmed the instrument was used during the procedure.